Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test and a hole was observed on the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is (B)(4). Method: the returned complaint expiratory evaqua limb of the breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed hole on the complaint expiratory evaqua limb, approximately 180cm away from the connector at the patient end of the limb. The hole caused a leak during pressure testing. A lot check revealed no other complaints of this nature for this lot number. Conclusion: based on inspection of the hole, the circuit was punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a (B)(4) specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. Our user instructions advise the user to "fit only supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The rt340 user instructions include the following statement: "set appropriate ventilator alarms", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. It also advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". Our monitoring and trending of complaints involving adult evaqua breathing circuit leaks has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test and a hole was observed on the expiratory limb. This was found prior to patient use.